Manufacturer narrative:
B4: 11-may-2021. D8: no. G1: mr. (B)(6). G3: 11-may-2021. G6: follow-up # 1. H2: additional information, device evaluation. H3: yes. H6: health effect - impact: 4627. Medical device problem code: 2682. Type of investigation: 10, 3331. Investigation findings: 140. Investigation conclusions: 4315. The cause of this event was unclear. The core and fiber construct experienced mechanical damage. The device remained fixed; however, due to the radiographic diagnosis of osteolysis and suspected infection, the device was removed. No microbiological culture and histopathology reports or findings were provided. It is not clear if the suspected infection was confirmed and may have contributed to the removal of this device.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported an m6-c was revised. Surgeon observed pus during revision.